Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1359 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1359) have been reported from the same facility.

Event description:
It was reported "PICC have split at the hub of the lumen causing the fluid pathway to open and allow air and leakage." Catheter was inserted on (B)(6) 2020 and it had broken by (B)(6) 2020.

Event description:
It was reported "PICC have split at the hub of the lumen causing the fluid pathway to open and allow air and leakage." Catheter was inserted on (B)(6) 2020 and it had broken by (B)(6) 2020.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter tubing was confirmed but the cause is unknown. The product returned for evaluation was a proximal segment of a 3fr powerpicc sv. The catheter had been cut between the 3cm and 4cm depth marking and the catheter, distal to the cut site, was not returned for evaluation. The print on the molded suture hub and depth markings were slightly worm and the print on the extension legs was completely worn off. When an attempt was made to flush the catheter with water from a syringe, the catheter was patent to infusion. However, a spraying leak was seen emanating from the tubing, just distal of the luer adaptor. Microscopic examination of the leak site revealed a circumferential split. The split traversed approximately half of the circumference of the tubing. The split site showed irregular striations and a finely granular surface. A tubing fragment was present proximal of the split site, inside the luer adaptor. This indicated that the tubing split rather than dislodged from the luer adaptor. The extension leg was cut by the investigator near the center of the extension leg and the ID, od and wall thickness were measured. The measurements were verified to meet the device specifications. The complaint of a leak in the catheter was confirmed. Based on evaluation of the returned sample, possible contributing factors could include torque forces applied near the luer joint, material fatigue, or tensile (pulling) forces. However, the exact cause of the split in the tubing could not be determined at this time. H3 other text : evaluation findings are in section h.11.